Event description:
It was reported that a revision will be done due to proximal ring being broken. Surgeon found the tibial non-union.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Please see attached file for our results of investigation. (B)(4).